Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms during the load process. Customer reported an elevated blood glucose (bg) level of 245 (mg/dl) and administered a manual correction to stabilize bg level. Customer indicated back up insulin therapy was available for diabetes management.